Event description:
It was reported that the patient presented in clinic for post implant check. Upon interrogation, the right ventricle lead exhibited a failure to capture. The lead was explanted and replaced. The patient was in stable condition.